Manufacturer narrative:
The reported event of early battery depletion was not confirmed. The reported backup condition was confirmed. Device was in backup mode when received. Analysis of the device image indicated its battery voltage has dropped to near elective-replacement level, consistent with current drain acceleration during backup operation. After recovering the device to its normal operating mode, electrical and mechanical tests indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. Despite extensive efforts the backup condition could not be reproduced and the cause of non-maskable interrupt error could not be determined.

Event description:
It was reported that the patient presented in clinic for follow-up, during which it was confirmed that the patient's pacemaker was in backup vvi mode. The physician also requested the analysis and commented there was a discrepancy between the device function and its battery longevity. The reported device was also infected. The patient was a syphilis carrier. The physician replaced the pacemaker on (B)(6) 2019. There were no patient consequences.